Event description:
It was reported that when using the bd pyxis¿ es server, had multiple orders not crossing over multiple station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was frozen. The technical support specialist dialed into the report server and restarted the net services, external, datasync, and external inbound services. A utility was deployed on the customer care environment (cce) as part of the troubleshooting process. The system functioned as intended after the technical support specialist troubleshot the issue.